Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error after being dropped on the driver's seat and car door. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. Additionally, the insulin pump had alarmed with a broken force sensor. The insulin pump was unable to rewind. The customer was advised to discontinue use of the insulin pump and to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error was present in the long trace file slight corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage on motor assembly.